Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient thought that the left lead wire may be loose since the patient was unable to switch sides. In a follow-up call the patient indicated that the leads had come out completely. No patient symptoms were reported. No complications were reported or anticipated.